Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: right cornua/ there appeared to be a slight firm area consistent with extra luminal essure implant, that likely lies within the wall of the fallopian tube/failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. C35241,c38209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence surgery in 2015, cervical biopsy in 2006, pap smear abnormal in 2006, anemia, human papilloma virus infection, stress urinary incontinence, tonsillectomy, mid-urethral sling procedure, cystoscopy, cervical intraepithelial neoplasia I, cervical intraepithelial neoplasia ii, loop electrosurgical excision procedure, d & c, genital infection and parity 3. Previously administered products included for an unreported indication: docusate sodium from (B)(6)2015 to (B)(6) 2015. Concurrent conditions included breast feeding, anogenital warts, endometrial polyp, gerd, bladder incontinence, allergic reaction to analgesics, itching (hydrocodone-acetaminophen allergy), nausea, palpitations, macromastia, neck pain, back pain, skin rash, irregular menstrual cycle and urine incontinence. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ferrous sulfate from (B)(6)2015 to (B)(6) 2016, ibuprofen from (B)(6) 2015 to (B)(6) 2016, morphine, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) from (B)(6) 2015 to (B)(6) 2016 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2015, the patient had essure inserted. In july 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and pelvic pain ("pain"). On an unknown date, the patient experienced post procedural complication ("post removal complications: yes"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, depression, anxiety, pelvic pain and post procedural complication outcome was unknown. The reporter considered anxiety, depression, embedded device, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s) there were 2 coils noted in the endometrial cavity on the right. There were 2 coils noted in the endometrial cavity on the left. A filshie clip was applied 2-3 centimeters from the cornu on the right. Treatment received for psych injury, migration. Only one tube was closed the right tube didn¿t close. The left fallopian tube is occluded. However, the essure device on the right lies outside the fallopian tube, and the right tube fills and spills in a normal fashion. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on (B)(6) 2015: sui (stress urinary incontinence, female) findings: at the conclusion of the case, the bladder was without evidence of perforation. The vagina was without evidence of mesh exposure. The tension-free vaginal tape, boston scientific was placed at the mid urethra. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2015: impression: 1. The left fallopian tube is occluded. However, the essure device on the right lies outside the fallopian tube, and the right tube fills and spills in a normal fashion. 2. Normal appearance of the endometrial cavity.; on -(B)(6) 2015: unilateral occlusion (left tube occluded) 1. The left fallopian tube is occluded. However, the essure device on the right lies outside the fallopian tube, and the right tube fills and spills in a normal fashion. 2. Normal appearance of the endometrial cavity. Pathology test - on (B)(6) 2015: endometrial polyp: polypoid fragments of hyalinized chorionic villi with implantation site trophoblast and focal dystrophic calcifications, consistent with retained products of conception. Concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- pain, embedded device batch no: c35241 production date: 06-mar-2014 expiration date : (B)(6) 2017. Batch no: c38209 production date:19-mar-2014 expiration date : 31-mar-2017 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc on (B)(6) 2020: plaintiff fact sheet received. No new information received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: right cornua/ there appeared to be a slight firm area consistent with extra luminal essure implant, that likely lies within the wall of the fallopian tube/failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. C35241, c38209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence surgery in 2015, cervical biopsy in 2006, pap smear abnormal in 2006, anemia, human papilloma virus infection, stress urinary incontinence, tonsillectomy, mid-urethral sling procedure, cystoscopy, cervical intraepithelial neoplasia I, cervical intraepithelial neoplasia ii, loop electrosurgical excision procedure, d & c, genital infection and parity 3. Previously administered products included for an unreported indication: docusate sodium from (B)(6)2015 to (B)(6) 2015. Concurrent conditions included breast feeding, anogenital warts, endometrial polyp, gerd, bladder incontinence, allergic reaction to analgesics, itching (hydrocodone-acetaminophen allergy), nausea, palpitations, macromastia, neck pain, back pain, skin rash, irregular menstrual cycle and urine incontinence. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ferrous sulfate from (B)(6)2015 to (B)(6) 2016, ibuprofen from (B)(6) 2015 to (B)(6) 2016, morphine, oxycodone hydrochloride; paracetamol (oxycodone and acetaminophen) from (B)(6) 2015 to (B)(6) 2016 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and pelvic pain ("pain"). On an unknown date, the patient experienced post procedural complication ("post removal complications: yes"). The patient was treated with surgery (medical device removal). Essure treatment was not changed. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, depression, anxiety, pelvic pain and post procedural complication outcome was unknown. The reporter considered anxiety, depression, embedded device, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s) there were 2 coils noted in the endometrial cavity on the right. There were 2 coils noted in the endometrial cavity on the left. A filshie clip was applied 2-3 centimeters from the cornu on the right. Treatment received for psych injury, migration. Only one tube was closed the right tube didn't close. The left fallopian tube is occluded. However, the essure device on the right lies outside the fallopian tube, and the right tube fills and spills in a normal fashion. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on (B)(6) 2015: sui (stress urinary incontinence, female) findings: at the conclusion of the case, the bladder was without evidence of perforation. The vagina was without evidence of mesh exposure. The tension-free vaginal tape, boston scientific was placed at the mid urethra. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. On (B)(6) 2015: impression: 1. The left fallopian tube is occluded. However, the essure device on the right lies outside the fallopian tube, and the right tube fills and spills in a normal fashion. 2. Normal appearance of the endometrial cavity.; on (B)(6) 2015: unilateral occlusion (left tube occluded) 1. The left fallopian tube is occluded. However, the essure device on the right lies outside the fallopian tube, and the right tube fills and spills in a normal fashion. 2. Normal appearance of the endometrial cavity. Pathology test - on (B)(6) 2015: endometrial polyp: polypoid fragments of hyalinized chorionic villi with implantation site trophoblast and focal dystrophic calcifications, consistent with retained products of conception. Concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- pain, embedded device, batch no: c35241, production date: 06-mar-2014, expiration date: 31-mar-2017. Batch no: c38209, production date: 19-mar-2014, expiration date: 31-mar-2017. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pif received. Case becomes an incident. Removal surgery was added. New events added: post removal complications. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: right cornua/ there appeared to be a slight firm area consistent with extra luminal essure implant, that likely lies within the wall of the fallopian tube/failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. C35241,c38209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence surgery in 2015, cervical biopsy in 2006, pap smear abnormal in 2006, anemia, human papilloma virus infection, stress urinary incontinence, tonsillectomy, mid-urethral sling procedure, cystoscopy, cervical intraepithelial neoplasia I, cervical intraepithelial neoplasia ii, loop electrosurgical excision procedure, d & c, genital infection and parity 3. Previously administered products included for an unreported indication: docusate sodium from (B)(6) 2015 to (B)(6) 2015. Concurrent conditions included breast feeding, anogenital warts, endometrial polyp, gerd, bladder incontinence, allergic reaction to analgesics, itching (hydrocodone-acetaminophen allergy), nausea, palpitations, macromastia, neck pain, back pain, skin rash, irregular menstrual cycle and urine incontinence. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ferrous sulfate from (B)(6) 2015 to (B)(6) 2016, ibuprofen from (B)(6) 2015 to (B)(6) 2016, morphine, oxycodone hydrochloride; paracetamol (oxycodone and acetaminophen) from (B)(6) 2015 to (B)(6) 2016 and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and pelvic pain ("pain"). On an unknown date, the patient experienced post procedural complication ("post removal complications: yes"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, depression, anxiety, pelvic pain and post procedural complication outcome was unknown. The reporter considered anxiety, depression, embedded device, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s) there were 2 coils noted in the endometrial cavity on the right. There were 2 coils noted in the endometrial cavity on the left. A filshie clip was applied 2-3 centimeters from the cornu on the right. Treatment received for psych injury, migration. Only one tube was closed the right tube didn¿t close. The left fallopian tube is occluded. However, the essure device on the right lies outside the fallopian tube, and the right tube fills and spills in a normal fashion. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on (B)(6) 2015: sui (stress urinary incontinence, female) findings: at the conclusion of the case, the bladder was without evidence of perforation. The vagina was without evidence of mesh exposure. The tension-free vaginal tape, boston scientific was placed at the mid urethra. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2015: impression: the left fallopian tube is occluded. However, the essure device on the right lies outside the fallopian tube, and the right tube fills and spills in a normal fashion. Normal appearance of the endometrial cavity.; on (B)(6) 2015: unilateral occlusion (left tube occluded) the left fallopian tube is occluded. However, the essure device on the right lies outside the fallopian tube, and the right tube fills and spills in a normal fashion. Normal appearance of the endometrial cavity. Pathology test - on (B)(6) 2015: endometrial polyp: polypoid fragments of hyalinized chorionic villi with implantation site trophoblast and focal dystrophic calcifications, consistent with retained products of conception. Concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- pain, embedded device. Batch no: c35241 production date: 06-mar-2014 expiration date : 31-mar-2017. Batch no: c38209 production date:19-mar-2014 expiration date : 31-mar-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: right cornua/ there appeared to be a slight firm area consistent with extra luminal essure implant, that likely lies within the wall of the fallopian tube/failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. C35241,c38209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence surgery in 2015, cervical biopsy in 2006, pap smear abnormal in 2006, anemia, human papilloma virus infection, stress urinary incontinence, tonsillectomy, mid-urethral sling procedure, cystoscopy, cervical intraepithelial neoplasia I, cervical intraepithelial neoplasia ii, loop electrosurgical excision procedure, d & c, genital infection and parity 3. Previously administered products included for an unreported indication: docusate sodium from (B)(6) 2015 to (B)(6) 2015. Concurrent conditions included breast feeding, anogenital warts, endometrial polyp, gerd, bladder incontinence, allergic reaction to analgesics, itching (hydrocodone-acetaminophen allergy), nausea, palpitations, macromastia, neck pain, back pain, skin rash, irregular menstrual cycle and urine incontinence. Concomitant products included ethinylestradiol;etonogestrel (nuvaring), ferrous sulfate from (b0(6) 2015 to (B)(6) 2016, ibuprofen from (B)(6) 2015 to (B)(6) 2016, morphine, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) from (B)(6) 2015 to (B)(6) 2016 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced embedded device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, depression, anxiety and pelvic pain outcome was unknown. The reporter considered anxiety, depression, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s) there were 2 coils noted in the endometrial cavity on the right. There were 2 coils noted in the endometrial cavity on the left. A filshie clip was applied 2-3 centimeters from the cornu on the right. Only one tube was closed the right tube didn¿t close. The left fallopian tube is occluded. However, the essure device on the right lies outside the fallopian tube, and the right tube fills and spills in a normal fashion. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on (B)(6) 2015: sui (stress urinary incontinence, female) findings: at the conclusion of the case, the bladder was without evidence of perforation. The vagina was without evidence of mesh exposure. The tension-free vaginal tape, boston scientific was placed at the mid urethra. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2015: impression: 1. The left fallopian tube is occluded. However, the essure device on the right lies outside the fallopian tube, and the right tube fills and spills in a normal fashion. 2. Normal appearance of the endometrial cavity.; on (B)(6) 2015: unilateral occlusion (left tube occluded) 1. The left fallopian tube is occluded. However, the essure device on the right lies outside the fallopian tube, and the right tube fills and spills in a normal fashion. 2. Normal appearance of the endometrial cavity. Pathology test - on (B)(6) 2015: endometrial polyp: polypoid fragments of hyalinized chorionic villi with implantation site trophoblast and focal dystrophic calcifications, consistent with retained products of conception. Concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- pain, embedded device batch no: c35241 production date: 06-mar-2014 expiration date : 31-mar-2017 batch no: c38209 production date:19-mar-2014 expiration date : 31-mar-2017 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: right cornua/ there appeared to be a slight firm area consistent with extra luminal essure implant, that likely lies within the wall of the fallopian tube/failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. C35241 (right), c38209 (left)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence surgery in 2015, cervical biopsy in 2006, pap smear abnormal in 2006, anemia, human papilloma virus infection, stress urinary incontinence, tonsillectomy, mid-urethral sling procedure, cystoscopy, cervical intraepithelial neoplasia I, cervical intraepithelial neoplasia iii, loop electrosurgical excision procedure, d & c, genital infection and parity 3. Previously administered products included for an unreported indication: docusate sodium from (B)(6) 2015. Concurrent conditions included breast feeding, anogenital warts, endometrial polyp, gerd, bladder incontinence, allergic reaction to analgesics, itching (hydrocodone-acetaminophen allergy), nausea, palpitations, macromastia, neck pain, back pain, skin rash, irregular menstrual cycle and urine incontinence. Concomitant products included ethinylestradiol; etonogestrel (nuvaring), ferrous sulfate from (B)(6) 2015 to (B)(6) 2016, ibuprofen from (B)(6) 2015 to (B)(6) 2016, morphine, oxycodone hydrochloride; paracetamol (oxycodone and acetaminophen) from (B)(6) 2015 to (B)(6) 2016 and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced embedded device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, depression, anxiety and pelvic pain outcome was unknown. The reporter considered anxiety, depression, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s). There were 2 coils noted in the endometrial cavity on the right. There were 2 coils noted in the endometrial cavity on the left. A filshie clip was applied 2-3 centimeters from the cornu on the right. Only one tube was closed the right tube didn't close. The left fallopian tube is occluded. However, the essure device on the right lies outside the fallopian tube, and the right tube fills and spills in a normal fashion. Diagnostic results (normal ranges are provided in parenthesis if available): cystoscopy - on (B)(6) 2015: sui (stress urinary incontinence, female). Findings: at the conclusion of the case, the bladder was without evidence of perforation. The vagina was without evidence of mesh exposure. The tension-free vaginal tape, boston scientific was placed at the mid urethra. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. On (B)(6) 2015: impression: the left fallopian tube is occluded. However, the essure device on the right lies outside the fallopian tube, and the right tube fills and spills in a normal fashion. Normal appearance of the endometrial cavity; on (B)(6) 2015: unilateral occlusion (left tube occluded). The left fallopian tube is occluded. However, the essure device on the right lies outside the fallopian tube, and the right tube fills and spills in a normal fashion. Normal appearance of the endometrial cavity. Pathology test - on (B)(6) 2015: endometrial polyp: polypoid fragments of hyalinized chorionic villi with implantation site trophoblast and focal. Dystrophic calcifications, consistent with retained products of conception. Concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- pain, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: pfs and mr was received. Reporter information was updated. Lot number was added. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, migration of essure device location of device: right cornua / there appeared to be a slight firm area consistent with extra luminal essure implant, that likely lies within the wall of the fallopian tube, pain were added. Medical history, concomitant drugs, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.